Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an insufficient flow issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, very poor blood flow was observed from both the lumens just after the catheter was placed. The line was not hard to flush with the syringe. The customer tried to reverse the lines; however, the reverse flow was not successful. This was not the infusion line. It was not checked whether there was blood return prior to syringe flush. No anti coagulation used. No other products being utilized with the device. No other defects/damages found on the product. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. There was no occlusion. The dimension of the catheter did not match what was indicated on the label. The catheter was not repaired. There was no leak. Povidone iodine was used as cleaning agent on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. The catheter was replaced with different product ID (identifier) and lot on the same day as intervention and the procedure was completed. There was no blood loss. There was no reported patient injury.

Manufacturer narrative:
Additional information: g3 correction: b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, very poor blood flow was observed from both the lumens just after the catheter was placed. The line was not hard to flush with the syringe. The customer tried to reverse the lines however the reverse flow was not successful. This was not the infusion line. It was not checked whether there was blood return prior to syringe flush. No anti coagulation used. No other products being utilized with the device. No other defects/damages found on the product. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. There was no occlusion. There was no problem with the catheter's dimension. The catheter was not repaired. There was no leak. Povidone iodine was used as cleaning agent on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. The catheter was replaced with different product ID (identifier) and lot on the same day as intervention and the procedure was completed. There was no blood loss. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, very poor blood flow was observed from both the lumens just after the catheter was placed. The line was not hard to flush with the syringe. The customer tried to reverse the lines; however, the reverse flow was not successful. This was not the infusion line. It was not checked whether there was blood return prior to syringe flush. No anti coagulation used. No other products being utilized with the device. No other defects/damages found on the product. Nothing unusual observed on the device prior to use. Flushing was done prior to use and the result was normal. There was no occlusion. The dimension of the catheter matched what was indicated on the label. There was no problem with the catheter's dimension. The catheter was not repaired. There was no leak. Povidone iodine was used as cleaning agent on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. The catheter was replaced with different product ID (identifier) and lot on the same day as intervention and the procedure was completed. There was no blood loss. There was no reported patient injury.